Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, it was observed that the device does not power on with battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during unit setup the unit does not power on with battery power but does operate with alternating current (ac) power plugged in. The power management (pm) printed circuit board assembly (pcba) replacement has been performed and 120 volt (v) ac is present at power cord, verified 24 v direct current (dc) is present at pm pcba connector, battery connector output is 14 v dc, light emitting diode (led) on front panel are illuminated and battery led is flashing, battery date is 2023, requests troubleshooting to correct issue. The rse advised the customer to either let battery charge overnight then test to determine if battery is charged or replace battery to verify issue is corrected, customer acknowledged and will continue troubleshooting then retest. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during unit setup the unit does not power on with battery power but does operate with ac power plugged in. The power management (pm) printed circuit board assembly (pcba) replacement has been performed and 120vac is present at power cord, verified 24vdc is present at pm pcba j1 connector, battery connector output is 14vdc, leds on front panel are illuminated and battery led is flashing, battery date is 2023, requests troubleshooting to correct issue. The rse advised the customer to either let battery charge overnight then test to determine if battery is charged or replace battery to verify issue is corrected, customer acknowledged and will continue troubleshooting then retest. Per good faith effort response, it was confirmed that the battery was replaced, issue had been resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.